Event description:
The pt had revision surgery due to left leg pain. It was reported that the pt had a dural tear that was not caused by the implant and/or instrument. The surgeon thought the screws may have been too medial and removed the entire construct. No additional implants were implanted. The removed implant was discarded at the hosp. No additional info is available.

Manufacturer narrative:
No part number or lot number provided, device was not returned.